Event description:
International customer reported that a pt was returned to surgery three hrs after device implant for issues unrelated to the mesh. The layers of the mesh were reported as separated. The surgeon excised the device and replaced it with another product.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.